Event description:
A power source alert was reported by the caller. The customer's blood glucose level was 153 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.